Manufacturer narrative:
Device evaluation: no component of the packaging were returned. The device was used, as traces of blood and inflation detected. No shaft damaging was found. A longitudinal burst was detected on the balloon. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Target lesion was the right brachial-cephalic arteriovenous fistula with 75%-80% stenosis and was reported to be fibrous with plaque with little tortuosity. A reef hp pta balloon was deployed (no abnormalities noted) and inflated to 18 atm and on its first inflation, the reef hp pta balloon longitudinally burst. Physician subsequently removed the (B)(6) pta balloon from the patient and completed the avf case with the use of a (B)(6) pta balloon. There was no injury to patient reported for this event. The lesion was not pre dilated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.